Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) confirming that the patient didn't experience any symptoms. The rep finished the prm, and the overdischarged issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: wr9200 serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the manufacturer representative (rep) indicated they were with the patient on (B)(6) 2024 and planned to complete a physician recharge. The caller stated that they got the recharger to start the charging session.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient representative that the patient was having trouble charging the device. The caller said the device would start charging and quickly fall off. The patient had dementia and parkinson's. The patient was redirected to their healthcare provider to address the issue further. The caller mentioned that they had contacted the managing healthcare provider (hcp), who advised that they couldn't do anything until the manufacturer representative (rep) evaluated the patient. The rep's role was reviewed, and the facility was advised to call in and page the rep. Additional information was received from the manufacturer representative (rep) on (B)(6) 2024 that the patient's ins was overdischarged. The rep reported the patient stopped charging sometime in the last year. Rep will schedule a time to do the physician mode recharge and train the family on how to recharge ins. The rep wanted to know if the blinking orange light means that patient was in overdischarge. Technical services(ts) reviewed various reasons that the recharger could blink orange. The rep could start a normal physician recharge mode (prm) sequence but stopped about 10-15 minutes after.